Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy, while preparing to fire the device for lung lobe anastomosis, there was no resistance when the handle was squeezed. Hence, the blade does not advance. To resolve the issue, a new handle of the same type was used. There was no patient injury. Medtronic's initial evaluation of the incident found that sheared teeth were visible on the firing rack at site of initial firing post clamp up. While attempting to cycle the handle after the access hole was cut to observe the firing sequence, it was observed that the firing knobs would not advance.